Event description:
Resident was placed in saf-lift/saf-kary lifting system for whirlpool. Foot or leg caught between seat and frame when completed. Fracture of left tibia and fibula. Lower leg amputated.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-93. Service provided by: invalid data. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: design - inadequate, design - human factors, patient's condition - predisposed event. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, user education provided, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.